Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error, off no power and motor position encoder error. Customer stated that he replaced battery on the insulin pump and alerts him that reservoir was empty but it was half full and got motor error alarm. Customer checked basal rates and they have been cleared and history alarm showed motor encoder error. Troubleshooting was done. Customer's blood glucose was 143 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer declined to troubleshoot for off no power alarm. No further information provided.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected low battery alarms or off no power alarms noted. The device passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not confirmed due to erased history file caused by several displayable history crc check failed on startup alarms in the history file. Alarms were due to a corrupted history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. No cosmetic damage noted.